Event description:
It was reported that there were issues with pump sounds, specifically that the pump did not produce auditory alerts for cgm notifications and only vibrated. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved, although details on how the resolution occurred were not provided.